Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient therapy manager (ptm) would not power on, charge when plugged into a household ac receptacle, did not power on when the recharger (rtm) was plugged into it, and made a sound before the screen went blank. It was also reported that the implantable neurostimulator battery was empty, not outputting stimulation, and the patient was having pain. A replacement ptm li battery pack was sent. No additional symptoms, and no additional device complications were reported for this event.